Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 7/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: there were multiple ¿no cartridge detected¿ warnings observed in the pump's black box history. A load step malfunction was duplicated during the investigation. During the load step, the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specification. The pump was opened and the force sensor pin was found to be cracked. Unrelated to the initial allegation, it was observed that the battery compartment was cracked and the bolus button cover was torn but the button was able still operable during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).